Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR function not working due to an inoperable CPR membrane switch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technician technician replaced the CPR membrane switch to resolve the issue. Based on this information, no further action is required.